Manufacturer narrative:
This report is submitted on june 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in the decision to explant the device on (B)(6) 2017. It is unknown if there are plans to reimplant the patient as of the date of this report.